Event description:
It was reported via ms&s "caller states she has a home health patient who had a midline placed on (B)(6) 2021 and it now has a hole near the skin and it is leaking." Ms&s informed caller that the patient needed to have the midline evaluated as soon as possible and possibly replaced. No other information was provided.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reft3372 showed no other similar product complaint(s) from this lot number.